Event description:
It was reported that 7 days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. The lesion being treated was a non calcified, non tortuous proximal left anterior descending (lad) lesion. In 2004, via femoral approach, the physician successfully deployed a taxus express2 8.8% 3.5 mm x 16 mm stent in the proximal lad. Plavix was administered pre procedure and post procedure. IV aggrastat was administered during the procedure. A week later the pt returned to the cath lab with chest pain. Repeat angiography revealed a thrombosis at the proximal lad stent. Balloon angioplasty was performed to clear the thrombus but the stent site was still hazy. The physician then placed a bare metal 3.5 mm zeta stent inside the taxus stent. The physician used ivus to view the vessel, which revealed the diameter to be 4.8 mm but with good flow. The pt's condition is listed as good.